Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at site event on 27-jun-2024. The infusion set was in use for 2 days. Blood glucose level at the time of event was 236 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.